Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastamosis of distal esophagus to proximal stomach conduit in a laparoscopic mis ivor lewis esophagectomy procedure, the blue circular ring at the end of the stapler fell off after the device was fired on tissue. Stapler fired and blue ring came off when inspecting ¿tissue donuts¿. Case was done then. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and photographic inspection noted that the staple guide of the loading unit was disengaged from the instrument. Further inspection of the staple guide and shell assy noted weld evidence. Functionally, the instrument was tested with a new staple guide, was applied producing acceptable results and a full complement of staples was deployed and properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged staple guide may occur due to rough handling and/or application over thick tissue. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastamosis of distal esophagus to proximal stomach conduit in a laparoscopic mis ivor lewis esophagectomy procedure, the blue circular ring at the end of the stapler fell off after the device was fired on tissue. There was no patient injury.